Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Citation: world j emerg surg. 2026 mar 31;21(1):22. Https://doi.org/10.1186/s13017-026-00690-2. Pmid: 41918023; pmcid: pmc13064292.

Event description:
Title: early and late outcomes of component separation with transversus abdominis release with mesh augmentation versus primary suturing for the management of abdominal dehiscence: a retrospective comparative study. The aim of this study is to compared the early and late outcomes of posterior component separation (cs) using the transversus abdominis release (tar) technique with mesh augmentation (ma) and ps for ad management. Between january 2014 and september 2020, a total of 252 patients who underwent surgical repair. The patients were divided into two groups: cs + tar+ma (group a, n = 107) using ethicon polypropylene mesh and primary suture (ps) repair (group b, n = 145) using nonabsorbable suture (no. 1 polypropylene). Reported complications are n=24; seroma. Treatment: not mentioned. N=4; hematoma. Treatment: not mentioned. N=13; pneumonia (cough). Treatment: not mentioned. N=7; ileus. Treatment: not mentioned. N=2; myocardial infarction. Treatment: not mentioned. N=1; pulmonary embolism. Treatment: not mentioned. N=2; recurrent abdominal dehiscence. Treatment: not mentioned. N=4; infected mesh. Treatment: not mentioned. N=6; incisional hernia . Treatment: not mentioned. In conclusion, group a repair for ad (abdominal dehiscence) was associated with a significantly reduced risk of ih and rad compared to ps. Despite a higher rate of initial complications, such as seroma and hematoma, group a provided more durable and definitive reconstruction. Ps repair confers a 40-fold increased risk of ih and should be reconsidered in favor of tension-free group a management of ad.